Event description:
It was reported that when the 3.0 x 15 mm xience xpedition stent delivery system (sds) was removed from the packaging it was observed that the stent struts were flared. There was no reported resistance during removal from the packaging. The device was not used and a new xience xpedition sds was used successfully. There was no patient involvement and no clinically significant delay in the procedure. The return device analysis revealed the shaft outer member was separated distal to the guide wire exit notch. Additional information reported that the initial information was reported incorrectly. The xience xpedition sds was not damaged when removed from the package. The sds was advanced, but could not cross the lesion due to heavy calcification. After removal, the physician noticed damage to the sds and therefore, the device was no longer used. The physician could not remember what the damage was that he observed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. The exact damage noted after the procedure could not be verified. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.